Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result for one patient on coaguchek inrange meter serial number (B)(4) compared to a laboratory result using the stago neoplastin ci plus method. The meter result was 4.9 inr and the laboratory result was 3.46 inr. The patient¿s therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. It was noted that the patient had recently stopped taking of fluindione. The returned test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The returned test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.